Event description:
It was reported that this device was unable to be interrogated by the remote monitoring system. After a successful interrogation was completed in clinic, this device was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.